Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was exhibiting low impedance, oversensing, noise, undersensing and random thresholds. The patient had reportedly been passing out and experiencing pacemaker-mediated tachycardia. The patient's episodes were not through to be related to the pacemaker but it was unknown what was specifically causing them. The lead and pacemaker were explanted and replaced. No further patient complications have been reported as a result of this event.